Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's girlfriend reported via phone call that the customer went to intensive care unit due high blood glucose. The high blood glucose level was 1024 mg/dl. Customer stated that the blood glucose value was came down and the blood glucose value was 850 mg/dl. The insulin pump will not return for the analysis.